Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was in the emergency department with low flow alarms. The patient also described lower power and pulsatility index (pi) values. The log captured low flow events on (B)(6) 2023 as well as several low flow flags which did not persist long enough to trigger a low flow alarm. It was noted that the event file graph trending could be related to an obstruction. The patient was had no symptoms and was asleep when the low flow alarms occurred. The cause of the low flow alarms was thought to be related to a 50% stenosis in the outflow graft shown in computed tomography angiography (cta). The cta showed increased bio-debris just proximal to the outflow anastomosis and in the proximal outflow track resulting in approximately 50% stenosis. Right heart catheterization (rhc) and risk factor assessment and management programme (ramp) were planned for (B)(6) 2023. Log files were submitted for review. No treatment was planned at the time to resolve the obstruction, and it was noted that no pump parameters or patient conditions were changed that may have contributed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of 50% stenosis of the patient¿s proximal outflow graft and increased bio-debris proximal to the outflow anastomosis cannot be confirmed through this evaluation as no images were submitted for review and the device remains in use. Multiple attempts for additional information, including requests for CT imaging, were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.